Event description:
I had breast implants at 19 years old (2009). It started as baby blues after my 2nd child. I had trouble breastfeeding both kids which I assumed was because of my implants. Baby blues only got worse and developed into full blown depression and anxiety. Was on an antidepressant for a year and decided to finally go to the gyno (gynecologist) for the hot flashes I had been having. He put me on birth control to help hormonal symptoms. After 4 months of bc (birth control) my libido was gone. Went back to the gyno (gynecologist) to change bc (birth control) and was told that libido issues was a side affect of my antidepressant no the bc (birth control) so my antidepressant was changed. After 3 weeks on the new meds (medication), libido was back but I developed night sweats and suicidal thoughts and thoughts about harming my children. Immediately went to my female pcp (primary care provider) who changed my meds (medication) and tested my hormone levels only to find that I was not producing estrogen- at 35 years old I am going thru premature menopause with no reason as to why. I have also noticed sleeping issues, trouble breathing or catching my breath, extreme fatigue all day, mood swings, excessively dry skin, unable to lose weight no matter how much exercise or healthy diet, brain fog/memory loss/trouble concentrating, unexplained joint pain, persistent yeast infections while breast feeding, occasional sharp stabbing pain through my breast. Reference report: mw5116621.